Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 the patient was scheduled to have their medtronic pain pump replaced due to the life of the battery. That morning they had bad leg pain in their right leg. They didn't want to use a bump in the pain pump as they would be in a lock out during the scheduled surgery. They wanted to make sure they didn't present a problem reprogramming. To help with the pain before the surgery, they turned on their stimulator. The stimulator was turned off before going into surgery and placed in their personal items. Due to covid their husband was not permitted in before or after the surgery. This is the first time this has happened. They have had many procedures over 21 years and he has always been there. Some of these procedure experiences have left the patient with a horrible fear and anxiety that start days before the procedure; they consequently requested their dr. Give them a drug during surgery so they never remember anything. This is what caused this situation. The patient¿s total recall of that day, they turned off their stimulator, nurse injected into the IV, dr asked them what was going on with my legs, the patient didn't know they just had pain, apologizing to the doctor¿s husband that their legs were kicking in his truck, getting into the bed at home, at some point the patient realized that it was their stimulator. They knew they had turned it off. They were surprised how high the settings were; 480. It was normally set between 150 to 220. The patient turned it off the stimulator and slept until morning. The next day the patient¿s husband asked if the patient knew how to work the new pain pump. The patient said no, but that they would read everything in the box. The patient read everything from cover to cover. Page 38, 39 in patient manual under precautions states to verify that inadvertent programming did not occur. Since their stimulator was on the settings in the 460 to 48o's range on all three programs, they thought perhaps something happened during the surgery. Their stimulator and pain pump were about 6 1/2" apart in their stomach. That led them to call medtronic. The patient was assured this could not happen. Here is what they were told happened. In the recovery room the medtronic agent was there to talked to them about how to operate the new device. They asked him to hand the patient the small blue bag as their legs were hurting. He said took out the stimulator controller and the patient turned it on and handed it back. He said he talked to the patient for 45 minutes and they seemed to understand how to work the device. To him the patient appeared to be alert and understood what he was saying. They have no memory of anything except in the paragraph above. They guessed the medication the patient asked for worked just fine unfortunately it has caused this problem. They wished their husband were allowed in after the surgery, he has always been their eyes and ears and perhaps this would not have happened. The patient indicated that they were sorry for this trouble. "MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call  as pt went in for a pump replacement on tuesday and coming out of sedation, their legs were jerking and they or their doctor didn't know what was happening. Pt mentioned sometimes after "radiofrequency" on their legs their legs would jerk, but they were working on pt's stomach with the pump replacement. Pt also mentioned their pump was on their right side and ins was on their left side. Pt said they gave pt 5 shots for the leg jerking, and it wasn't until pt got home and the sedation wore off that they realized their stimulation was on. Pt said their stimulation wasn't on when they went in for the surgery. Pt said they turned stim off, but the setting was really high when they did so (previous pump ps agent provided pt told them stim was at 4.6 or 5.6 at that time). Pt connected to the ins during the call and reported the programming was on 5.8. Pt said they didn't even know stim went that high because they only use stim between 1.2 and 1.6 with their 3 settings. Pt asked if the stimulator and pump can interfere with each other or change the setting on their pump (as pt was worried about the medication being bumped up), because they saw in the manuals the part about interacting with other implanted devices, and mentioned neurostimulators and pt wanted to know what that meant. Before transferring pt, pump agent mentioned that programming for the pump and ins was different and no connection between them. Consulted with stim technical services during the call as well and they also said the programmers for each device wouldn't affect the other device. Reviewed information with pt. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt said they had an hcp appointment at 11:30 today. Pt did not know if a manufacturing representative (rep) would be there, but would check with them to see if they could check pt's settings/ins to see why the ins turned on and up during the surgery. Pt also mentioned they told pt the paddle may have moved, redirected to hcp/rep to check that in person.